Event description:
On 5/17/96, a st10x3.75 was placed in the pt in tooth position #9. When the pt returned for post-op visit, the implant was found exposed and it was loose in the bone. Implant was removed and replaced with a st13x3.75mm implant. A bone graft procedure was performed.